Event description:
Boston scientific received information that this product was part of a system revision due to infection. The patient was pacemaker dependent, thus, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and taped to the patient's chest to provide temporary pacing during treatment of the infection. The device was subsequently removed two weeks later and a new system implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.